Event description:
It was reported that the tip of the dhs/dcs one-step insertion broke off during a procedure. All parts were retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no non-conformances related to this complaint were found. The product evaluation visual inspection revealed minor scratches found throughout the part. The tip was broken off at around the 5 groove. Because all features related to this complaint measured during this evaluation met specifications, this complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).